Event description:
It was reported that the patient presented via merlin.net and episodes of nsvo were seen as well as one episode of vf (noise) in which atp was delivered but a return to sinus occurred. The episodes appeared to be caused by lead noise. The patient had a recent device change out 6 days prior to the date of the episodes. Capture, sensing and impedance numbers were consistent with those before the generator change out. Noise was seen on v unipolar tip, v sense amp and the discrimination channel. Lead replacement was recommended. No further information was available.

Manufacturer narrative:
(B)(4).